Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 8.5 ¿ 8.8 cm from the connector pin. The abrasion was consistent with friction to the device can.